Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/032024, it was reported that the patient was asleep and woke up teary eyed, shaking, and confused because he was not aware of where he was. The patient¿s cgm was not providing readings as it was in a ¿brief sensor issue, wait up to three hours¿ state. No bg meter reading was taken. The patient¿s wife called their granddaughter for assistance. The patient¿s granddaughter came and assisted the patient with eating a peanut butter and jelly sandwich, pineapple, and grape juice. During this time, the patient¿s wife also called ems. Once ems arrived, the patient¿s bg was 130 mg/dl. Ems stayed and observed the patient for about an hour. Ultimately, the patient recovered at home and was not transported to the ER. Ems did not provide the patient with any medication/treatment. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.